Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 19873136 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 19873136 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs devices were explanted as a result of an injection. Postoperatively, the patient was doing well. The devices will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6) batch: 19873136 UDI: ((B)(4). Product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6) batch: 19873136 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.